Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Dissection is a known possible outcome of coronary stenting, and is listed in the product IFU as a potential adverse event. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other)." Though a cause for the dissection cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed prior to stenting of the index lesion with a xience v stent; however, after deployment of the stent, a dissection was noted distal to the first stent, which required treatment with another xience v stent. No add'l event or pt info is available.